Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat rash under the front therapy electrode and under the lifevest itself. The patient also reported that the front therapy electrode was leaking gel. The irritation was described as red like a rash and itchy with dry looking skin and blistering. The patient had reportedly been applying neosporin and gauze. A doctor recommended that the patient apply eucerin cream on the irritated area. Follow-up indicated that the condition had improved.